Event description:
It was reported that while the surgeon was installing the second plate into a cage at level c4/5, the cage broke and detached from the inserter. The surgeon had prepped the path of the second plate with the use of an awl to make a path for it. This was unsuccessful. The plate and cage were removed from the patient and the surgery was completed with another cage and plates of the same sizes. There was no patient impact. This is report one of two for this event.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: component, investigation type, findings, and conclusions. This report is relaying additional information. Device evaluation: the plate was bent. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear of the implant holder through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00034.

Event description:
It was reported that while the surgeon was installing the second plate into a cage at level c4/5, the cage broke and detached from the inserter. The surgeon had prepped the path of the second plate with the use of an awl to make a path for it. This was unsuccessful. The plate and cage were removed from the patient and the surgery was completed with another cage and plates of the same sizes. There was no patient impact. This is report one of two for this event.